Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01282 .

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to deploy a ruby coil in the target vessel using a lantern delivery microcatheter , the physician noticed the ruby coil was too big for the aneurysm, therefore it was removed. However, while resheathing the ruby coil outside of the patient's body, the technologist experienced resistance and the ruby coil unintentionally detached from the pusher assembly. The physician then attempted to deploy a different size ruby coil in the aneurysm; however, the ruby coil was too big for the aneurysm and it was removed. Upon attempting to resheath this ruby coil, the technologist experienced resistance again and the ruby coil unintentionally detached as well. The procedure was then completed using new ruby coils and the same lantern delivery microcatheter. The physician did not use a rotating hemostasis valve (rhv), however, the microcatheter was flushed after every coil. There was no adverse effect on the patient.